Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The hypotube and the jacket were separated distal to the strain relief tubing, thus confirming the reported physical property issue. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and damage to the device to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, a 3.5x15mm rx multi-link 8 stent system failed to cross and became damaged while attempting to cross the lesion. The procedure was successfully completed with another unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The return device analysis revealed a hypotube/proximal shaft separation.